Event description:
The end user developed a skin reaction and was treated with an injection of cortisone.

Manufacturer narrative:
The daughter reported that a few minutes after the bandage was applied to a cut on the elbow, her mother developed a red raised rash on her arm. A couple of days later she was seen by her physician. The physician administered a cortisone injection and the skin reaction resolved three days later. We have had no other skin sensitivity incidents reported to us for this adhesive bandage. A root cause has not been determined.